Event description:
It was reported that due to the colder weather her "battery swell" and causes pain. Sometimes, the patient has to take norco for the pain. The patient felt the implant was more visible when "it swell" with the cold weather. The patient can avoid problems if she wears boxers or keeps the area warm otherwise. Additional information received noted that yes, the patient reports greater than 50% improvement in symptoms. The component involved with the issue is the battery implant at the right side buttock which in colder weather feels like it "swells" then causes discomfort. The patient reported she simply warmed her skin up by wearing more layers of clothing. And the discomfort resolved. The cause of the event is cold weather which the patient states causes the "battery to swell" thus causes discomfort in the generalized area. As of now, the patient is doing great. The discomfort resolves when the skin becomes warmer. It has not affected the effectiveness of the interstim.

Manufacturer narrative:
Product ID 3889-28, lot# va0kxcd, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).